Event description:
Caller initially reported the balloon burst on the device causing injury to the pt. Five days later, the caller reported: pt was found on left side. Nurse found the g-tube was out of pt and fluid dripping from stoma site onto the pt's skin. Pt had redness and blistering on left side. Site was treated as a burn. Silvadene was applied. One pt involved.